Event description:
It was reported that during a breast biopsy, they felt resistance and the marker would not deploy. They changed to a similar device and completed the case with no consequence to the pt.

Manufacturer narrative:
Clear tip sheared at distal tip (device a) and introducer sheath detached from handle (device b). Evaluation summary: the analysis results found that the tip of the introducer tube was received torn and missing on device a. No functional testing could be performed due to the condition of the device returned. As each device is visually inspected and functionally tested during the mfg process, no conclusion could be reached as to how the damage to the device occurred. Device b was received with the tube detached from the handle and the collagen plug with the clip present. Functional test could not be performed due to the condition of the returned applier. A corrective action has been initiated to address the root cause of the deployment issues. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the mfg process.